Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2009 due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain and dyspareunia. It was reported that patient underwent diagnostic surgical procedure on (B)(6) 2011 due to pain and found a window in the mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat detrusor instability, cystocele, rectocele, vault prolapse. It was reported that the patient underwent the concurrent procedures of a laparoscopic sacral colpopexy, laparoscopic enterocele repair, laparoscopic left salpingo-oophorectomy and cystoscopy during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.